Event description:
It was reported that during a lap sigmoidectomy, firing force was higher than expected and the device could not be fired at the 4th firing of functional end to end anastomosis. The staple height was gold. Reinforcement material was not used. Another device and cartridge were used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Results: damaged firing knob and slip block assembly. The analysis results found that the device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was damaged. The device was received with no reload loaded in the device. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.